Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The adhesive pad welds were misaligned on the bottom housing, indicating that the adhesive pad was incorrectly installed.

Event description:
It was reported the patients blood glucose level rose to 317 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient gave manual injections using an insulin pen.